Manufacturer narrative:
This report is filed on november 08, 2016. Implanted device remains.

Event description:
Per the clinic, revision surgery was performed (B)(6) 2016 (specific date not reported) due to migration of the electrode array into the middle ear. The electrode array was fixated into place using the muscle tissue due to patient's abnormal anatomy.